Manufacturer narrative:
Initial reporter was getinge technician. Event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - axcel. As it was stated, upon the device inspection, fixation screw was found missing. Additionally rust and paint peeling were found on spring arm and main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as missing screws holding the device configuration may lead to the device detachment from the ceiling and any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of e1 name and address deems required. This is based on the internal evaluation. Previous e1 event site address: (B)(6). Getinge became aware of an issue with one of surgical lights - axcel. As it was stated, upon the device inspection, fixation screw was found missing. Additionally rust and paint peeling were found on spring arm and main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as missing screws holding the device configuration may lead to the device detachment from the ceiling and any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. As the device will no longer be supported due to its age and replacement parts are no longer available, the customer was advised not to use the device. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by a subject matter expert at the manufacturer¿s site. Regarding the fixation screw issue, according to the analysis there are two probable scenarios. In case of loosening, the probable cause of loosening corresponds to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. The yearly preventive maintenance program mentions: to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened replace them. To replace the 6 fixing screws every 6 years. In april 2019 getinge transmitted the service bulletin 98a on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety, the service bulletin 98a mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Moreover, the voluntary fsca-808092, relating the maintenance program on maquet sas¿ or light systems, was communicated in september 2023, in order to focus especially the periodic replacement of the suspension fixing screws. The photographic evidence also shows rust formation and paint peeling on the device. It can be observed that the degradation of the paint and corrosion are mostly localized on the retention areas which shows that the stagnation of liquid or cleaning agent residues have caused paint damages and appearance of rust. Peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.